Event description:
N/a.

Manufacturer narrative:
The failure analysis and determination of root cause were not possible as the complaint could not be verified given that a product sample was not returned to verify the complaint. If the product returns after the closing of the complaint, the complaint can be reopened, and the material will be evaluated. The device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Device identifier (B)(6).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite c-clamp rocker arm moved back and forth when it was in the locked position. The date of the event was not specified. There was no delay in surgery and no patient injury. Additional information has been requested.